Event description:
When using the carotid preset, the customer feels as though there is too much spectral broadening in the trace, even in a normal vessel where you would expect there to be none. He questions the accuracy of the doppler.